Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty inflating and deflating the balloon was encountered. The lesion being treated was a 98%, non-calcified proximal left anterior descending (lad) lesion. IV heparin was administered to the pt. The physician predilated the lesion with a 2.5mm x 10mm crosssail balloon. The taxus express2 8.8% 3.0mm x 12mm stent was advanced to the lesion without incident. During several attempts, the physician experienced difficulty inflating the balloon. Suddenly the balloon inflated to 20 atms, successfully deploying the stent. The stent was well positioned and apposed. The physician then experienced difficulty deflating the balloon. He slowly dialed down and pulled the inflation device to neutral, the balloon did not deflate. He tried to inflate to 2-3 atms and deflate without success. The physician then pushed the balloon forward, twisted it, and was able to remove the balloon. The pt developed st elevation with ischemia during this event. The pt was started on plavix post procedure. No pt injury or other complications were reported. The status of the pt is listed as satisfactory.